Manufacturer narrative:
The technician isolated the issue to the main power board. The technician replaced the power board to repair the bed.

Event description:
Information received indicates during a routine maintenance check the technician found the battery status led was operating intermittently.